Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated in order to ascertain the last three lots shipped to the reporting hospital in the six months prior to the procedure date. Two lots were obtained. The device history records for the lots obtained through the ship history report were reviewed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the (B)(6) 2014 (B)(6) medical complaint report was performed for the bioflo PICC product family for the failure mode "guidewire fractured/migrated." No adverse trends were identified. The root cause of the reported event cannot be determined as no sample was returned for evaluation. The guidewire is supplied to (B)(6) medical by lake region manufacturing, and they have been notified of this event via supplier corrective action request for informational purposes. Potential contributing factors to the guidewire fracture could be patient anatomy, or if the guidewire was pulled back against a needle, an event cautioned against in the directions for use which is packaged with the PICC device. (B)(4).

Event description:
As reported: physician was performing a standard peripherally inserted central catheter (PICC) procedure, moving the guidewire, packaged with the bioflo PICC through the auxilliary vein, when the floppy tip of the guidewire severed from the stainless steel mandril portion of the wire. All wire pieces were removed from the body and the patient was not harmed. An alternative PICC device was then placed. The used guidewire was discarded at the hospital.